Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 75 mg/dl and a bolus was delivered to address the low bg. However, the bg dropped to 65 mg/dl. The contact stated that "extra" insulin had been delivered and was the cause of the low bg. Food and juice was consumed by the customer to return the bg to the target level.